Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was poor cutting when using a vitreous probe during a vitreo retinal procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for this case for evaluation.